Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the caller states it makes a gurgling noise all the time. No urine in the tubing. Transfer to c/s. Caller states the tubing was too short. Rep explained that we do not have shorter tubing avail, she stated she may purchase a longer tubing from amazon, rep explained that could hinder the usage of the system. Used with male wicks. No additional information provided. It's unclear if troubleshooting was provided\ (prepping and placement tips shared)

Event description:
It was reported that the caller states it makes a gurgling noise all the time. No urine in the tubing. Transfer to c/s. Caller states the tubing was too short, rep explained that we do not have shorter tubing avail, she stated she may purchase a longer tubing from amazon, rep explained that could hinder the usage of the system. Used with male wicks. No additional information provided. It's unclear if troubleshooting was provided. (Prepping and placement tips shared) per follow up information received via phone on 11feb2026, it was reported t/s done.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.